Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 6 years post the index procedure with abdominal pain. CT exam showed the left limb of the implant was pulled up into the aneurysmal sac and the right limb seemed to be only a few mm into the common iliac artery. It was noted that the aneurysmal sac showed flow. The event was resolved with coiling of the left hypo gastric and extension of a limb into the left external iliac artery and on the right into the hypogastric artery. As per the physician, the cause of the event was anatomy related due to enlargement of the iliac arteries since the initial procedure. No additional clinical sequelae were reported and the patient is fine.